Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381812 and lot number 4007158. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Event description:
It was reported that bd insyte autoguard catheter tip became damaged. The following information was provided by the initial reporter, translated from columbia to english: on (B)(6) 2024, an incident occurred with the following medical device: description of events: ¿at the time of cannulation, catheter is flowered¿. Additional information received on 02 sep 2024: the catheter at the time of puncture presented a rupture at the tip of the catheter and therefore the cannulation procedure was considered failed. Is there any impact to patient, if yes describe in detail. If by double puncture, when performing a new procedure, the parents become very upset and it is not the duty to puncture the patient several times. Was another device required/used to complete the procedure? Yes, another catheter was used n. 24 how was the procedure completed? The cannulation procedure is performed again in another vein and with another catheter successfully.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.